Manufacturer narrative:
Date sent to the FDA: 3/17/2021. Additional information: a2.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent removal surgery, exploratory laparotomy, lysis of adhesions and hernia repair surgery on (B)(6) 2012 during which the surgeon noted a loop of bowel above the rolled edge of the previously placed mesh. Bowel was adhesed to the hernia sac, which was carefully circumcised in the fascia and the mesh edged in order to avoid injury to the bowel. The fascial layers and mesh were freed up from all of the adhesions around the hernia. It was reported that the patient experienced severe pain, nausea, dense adhesions, scarring, bulging, loss of appetite, stress and anxiety. No additional information was provided.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.